Manufacturer narrative:
This product does not have an expiration date. Evaluation summary: the light heads and several sterilizable light handle covers from this account were sent back to the manufacturer. Upon evaluation of the covers, varying signs of damage to the internal components of these covers was observed. The performance test of the covers revealed that the covers with the most severe damage failed to fasten to the light handles. By the estimation of the investigating engineer, this damage was caused due to incorrect installation, forceful installation and wear. This is not a single use product.

Event description:
It was reported that the light handle covers in operating room 84 were falling off. There was no reported patient involvement nor adverse consequences.